Manufacturer narrative:
Patient identifier: (B)(6). Sec b5 describe event or problem:updated. Sec b6 relevant tests/laboratory data: updated. Sec d4: lot number: updated. Sec d4 expiration date: updated. Sec h4 device manufacture date: update.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: a 23mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty as per the directions for use. Subsequently followed by deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: on the same day of the index procedure, post tavr procedure, heart rhythm revealed lbbb. It was further reported that: no diagnostic procedure and action were taken to treat the event. The event was considered recovered 50 days post index procedure.

Manufacturer narrative:
A1 patient identifier: (B)(6). D4 lot number corrected from 0024219149 to 0024309206. D4 expiration date corrected from 8-may-2020 to 24-may-2020.

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: a 23mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty as per the directions for use. Subsequently followed by deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: on the same day of the index procedure, post tavr procedure, heart rhythm revealed lbbb. It was further reported that: no diagnostic procedure and action were taken to treat the event. The event was considered recovered 50 days post index procedure.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: a 23mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty as per the directions for use. Subsequently followed by deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: on the same day of the index procedure, post tavr procedure, heart rhythm revealed lbbb.